Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 01, 2023, and section b5 should be reported as: the device was returned to a third-party service centre. The technician confirmed particles in the air path during the device evaluation. During the evaluation, secondary findings were not observed, and complaint was confirmed and there was visible foam degradation. There was three error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In this report, section d - product brand name, model number, catalog item identifier and product UDI and section h - device problem code, remedial action init and recall (z) number has been updated.